Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. The pacing impedance measurements have been around the 400-500 ohms range, however intermittent measurement greater than 3,000 ohms were noted. Technical services discussed a possible contact anomaly between the lead and the device. No adverse patient effects were reported.